Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim verify screen with reddish contrast and the display cover lens was scratched. A battery compartment crack was found below the grip pad. The auditory and vibratory features were operational. No tactile issues were found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on 08/28/2015.